Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material found in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided the device was reprocessed prior to sending the device for repair. There was no delay in the start of reprocessing. The scope was flushed with water and detergent. There were no other concerns about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, from the review of the photo taken during evaluation the foreign material adhered to the light guide (lg) lens, could not identified. From the information provide a root cause could not be specified. Additionally, there was no deviation from instructions for use (IFU) in reprocessing steps for the location where foreign material remained. There was no physical damage where foreign material remained. The event can be detected and prevented by following the IFU sections: IFU states the detection method in "gif-1100 operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.